Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was capped due to fracture.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review is not required - the event is not reportable in an eea country + bsc is not responsible for training + no new hazard was identified. Labeling review is not required - the event is not reportable in an eea country + none of the allegations/conclusions are against labeling/user error + bsc is not responsible for training.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was capped due to fracture.